Manufacturer narrative:
There is no suspected device failure. Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release.

Event description:
A report was received indicating that pericardial effusion occurred in a patient during an atrial fibrillation procedure in which the baylis medical nrg transseptal needle (rf needle) was used. During the procedure, an abbott quad catheter was placed in the right ventricle, a boston scientific duodecapolar catheter was placed in the right atrium and the distal portion of the catheter was placed in the coronary sinus. A biosense webster accunav ice catheter was placed in the right atrium. An agilisnxt sheath and baylis rf needle were used for transseptal puncture. Due to the patient's rotated anatomy and low fossa ovalis, the physician had difficulty getting access to the left atrium. Left atrial access was gained and a tacticath was inserted through the agilis sheath. The agilisnxt sheath was exchanged for the medtronic flex cath when a drop in blood pressure was noticed and pericardial effusion was observed by the ice catheter. A pericardial drain was placed. All catheters were then removed from the heart. The patient left the room in stable condition with minimal effusion evident.